Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was atrial undersensing on multiple episodes. It was also reported that atrial sensitivity was changed at a previous visit due to t-wave oversensing (twos). The device and lead remain in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was atrial undersensing on multiple episodes. It was also reported that atrial sensitivity was changed at a previous visit due to t-wave oversensing (twos). The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. Performance data collected from the device showed oversensing. Diagnostic information is consistent with the reported event.